Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump had no audible sounds and no vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2018 with the following findings: during investigation, the pump was powered up and no auditory alarms occurred. The pump was opened to find the piezo contact alignment had failed. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad, and the display was dim and pink. The alleged no vibration issue was unable to be duplicated during testing. The vibration functioned properly. No evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.